Manufacturer narrative:
The navio impactor head, part number 100931, intended for use in treatment was returned for evaluation. The reported problem was visually confirmed. The part has a large section missing. A relationship between the reported event and the device was established. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, before a navio ukr procedure, it was found that a stride femoral insertion/removal impactor head was broken. The procedure was successfully completed without delay using a back-up device. There was no patient and no debris involved at the moment of the issue. No other complications were reported.